Event description:
It was observed that during the device evaluation, the duodenovideoscope distal end has foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the glue between the distal end and server plug-in is worn . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the device could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the device could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU states detection methods in tjf-q190v operation manual chapter 3 preparation and inspection IFU states preventative measures in tjf-q190v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.